Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 24mm in length and 90% stenosed target lesion being treated was located in the severely tortuous and severely calcified right coronary artery (rca). A 5.00x24mm liberte stent delivery system was advanced to the rca and could not cross the lesion and a strut on the stent became bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of break in the hypotube. The break was located at 62.7cm distal to the strain relief. Further examinations of the hypotube identified a severe kink in the hypotube at 2cm distal to the break site. It is noted that break and the kink is consistent with excessive force having been applied to the shaft. An examination of the crimped stent identified no damage. The stent was fully crimped onto the balloon. No issues existed with balloon and tip profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 24mm in length and 90% stenosed target lesion being treated was located in the severely tortuous and severely calcified right coronary artery (rca). A 5.00x24mm liberte stent delivery system was advanced to the rca and could not cross the lesion and a strut on the stent became bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.